Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that during use, the platform ran for approx 1 minute and displayed the low battery message. Another battery was placed in the platform, it ran for 25 seconds. The low battery message was displayed again. Manual CPR was administered. Autopulse sn (B)(4) MFR report# 3003793491-2013-00152; battery sn (B)(4) MFR report# 3003793491-2013-00153; battery sn (B)(4) MFR report# 3003793491-2013-00154. No adverse event reported.